Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown unexpectedly. Customer's blood glucose (bg) level ranged between 40-400 mg/dl. Customer drank orange juice to address bg level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.